Event description:
It was reported that the ventilator's turbine was not spinning up with an audible alarm. The reported problem occurred during testing and the ventilator was not connected to a patient.